Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient experienced infection in stomach event on 08-jun-2024 and was treated with the antibiotics (clavamox). No further information available.